Event description:
It was reported that the patient presented remotely via merlin.net. A review of the transmission revealed that the pacemaker exhibited a loss of capture, leading to inappropriate low voltage output. No intervention was performed, and there were no patient consequences.